Manufacturer narrative:
(B)(4).

Event description:
After connecting the idrive and endo gia adapter, when the reload was connected, the surgeon wasn't able to close the jaws and to perform the firing. When he tried to remove the reload, the button from adaptor was blocked and they tried several times until succeeding to remove the reload. The devide wasn't forced in any way to upload and unload.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of received one idrive powered handle and one adapter xl. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the handle noted no abnormalities. During functional evaluation, a pmv test adapter and reload were both recognized by the subject handle. The pmv test reload was successfully fired over test media. Visual inspection of the adapter noted no abnormalities. During functional evaluation, the subject adapter recognized the pmv test reload. The file will be closed as tested satisfactorily. Should new information become available, the file will be re-opened and reassessed at that time.